Event description:
Reporter alleged obtaining discrepant results stored in the memory of the advantage system. Reporter stated it stored 401 mg/dl instead of the actual 160 mg/dl the customer obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.